Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Reportedly, the customer reloaded the cartridge onto the pump and resumed insulin delivery. Additionally, the pump time and date were incorrect. Cause was not known. Tandem technical support assisted the customer with correcting the time. There was no reported impact to the customer¿s blood glucose.